Event description:
I had an abdominal 3t MRI with contrast (clariscan they used 10 ml in 10 ml of saline ), and I started feeling in hours muscle twitching all over (arms, buttocks, calves, thighs), pins and needles all over, burning sensation in my upper back, light headache, and lower back pain (kidneys area), also a weird sensation in my lumbar spine like a pop or air that pop out. During sleep, the first night something happened inside my brain that woke me up: flashing light, feel like bomb explode inside. Never happened to me before. The second day I started with bone pain (quick, sharp, deep) in my right hip, knee, lumbar area, shoulder) I stared noticed my urine color is clear like water, no yellow like usually. Two more days I have involuntary movements on my legs at night (bed). Then I noticed cracking joints when move (especially knees). I'm feeling internal vibrations too. The only symptoms that only last first day was light headache. The others are still suffering. Also my blood pressure are now in normal range. I used to have borderline blood pressure. Also I noticed tinnitus constantly. They used the contrast clariscan 10 cc in saline 10 cc IV. FDA safety report ID# (B)(4).